Manufacturer narrative:
Lead model 3778-60, lot #v243188019, implanted: (B)(6) 2009, lead model 3487a-33, lot # v128966, implanted: (B)(6) 2009, lead model 3487a-33, lot # v128966, implanted: (B)(6) 2009, extension model 3708240, serial #(B)(4), implanted: (B)(6) 2009, programmer model 37743, serial #n(B)(4).

Event description:
It was reported the programmer displayed an out of regulation (oor) message, and the patient was unable to adjust stimulation. The oor message occurred when the patient increased the amplitude past 6.2 volts. The patient had just had two new leads implanted 2 days prior, however the reason the new leads were implanted was unknown. Impedances were measured and the results showed electrode 8 and 9 were <(><<)>50 ohms. All other impedances were within normal range. The device was programmed around the low impedances, and the patient felt stimulation sensation was improved. Additional information has been requested, a follow-up report will be sent if additional information becomes available.